Event description:
Customer reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 565 mg/dl. Customer was vomiting and chest pain. The blood glucose came down to prior to hospital visit. Hospital did not treat. Customer gave herself a manual injection. The current blood glucose is 303 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.